Event description:
Medics responded to a person unconscious, pulseless, and with no respiration. The pt was intubated and crp initiated and the device connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the ECG through quick-look was displayed as a straight line on the monitor and the device alarmed "connect electrodes" or "connect cable" and wouldn't charge. A backup AED was on the scene but, before it could be used, the pt spontaneously regained a pulse and was resuscitated.